Manufacturer narrative:
Exact date unknown, event occurred nine months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18141229.

Event description:
It was reported that the patients leads had high impedances. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted leads will not be returned.